Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 14-18mm x 3.5-4.0mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 3.50 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. However, after withdrawal, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 14-18mm x 3.5-4.0mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 3.50 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. However, after withdrawal, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a stent delivery system was returned for analysis without a manifold. It was confirmed that the device was a bsc synergy ii 3.50x16mm as the device including hypotube, lasercut region, distal shaft, balloon and stent (including stent struct confirmation) and red tip were consistent in appearance with a bsc synergy ii des. The crimped stent length and crimped stent diameter of the retuned device were consistent with a synergy ii des 3.50x16mm stent. A visual and microscopic examination of the stent identified stent damage. Damage was noted to the fourth most distal sent strut rows with struts lifted and pulled in a distal direction. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement of a synergy ii des 3.50x16mm stent. The crimped stent length was measured and the result is within maximum crimped stent profile measurement of a synergy ii des 3.50x16mm stent. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break within the strain relief (146cm proximal from the from the distal tip). The hypotube break is within the strain relief of the hub which is broken at the same site as the hypotube break. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip identified no issues. No other issues were identified during the product analysis.